Manufacturer narrative:
Without further information or the return of the device, the root cause of this returned event cannot be determined and the image of the removed cross-conncetor does not appear damaged or deformed. Based on the description of events, it is hypothesized that during implantation, the locking nuts of the clamps were not fully tightened to the appropriate torque reducing the ridigity of the clamps of the cross-connector on the rods. This may have allowed dissociation of the cross-connector from the rod construct under loading conditions experienced post-operatively.

Event description:
It was reported that the lynx cross connector was removed because it was unattached from the rods.